Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported unknown side deflation. The device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified two curved openings and flat creases. A microscopic analysis and leak test were performed which identified three openings striated and void >1 mm in non-textured, valve-to shell-bond area. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is: two openings striated in the side anterior assessed as surgical damage. One striated opening in the side plug strap assessed as surgical damage. Additional, changed, and/or corrected data.

Event description:
Healthcare professional reported left side deflation. Healthcare professional additionally reported ¿malposition¿ and ¿small palpable cysts at the 6 o¿clock and 4 o¿clock position.¿ the device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., b.6., d6b., d.9., h.3., h.6.

Event description:
Healthcare professional reported "¿, ¿malposition¿ and ¿small palpable cysts at the 6 o¿clock and 4 o¿clock position¿.the device has been explanted and replaced. This relates to the left side.